Event description:
It was reported to medtronic minimed that the customer received a critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for critical pump error and explained that when pump performed safety checks and an error was found. The customer found no damage to the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1886 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The sc1-cap and reservoir locked properly into reservoir compartment during testing. Pump powered up properly after battery installation. No critical pump error alarm noted. Pump error 53 alarmed during rewind test. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test due to pump error 53 alarm. Pump¿s history and trace files downloaded successfully using thump software. Pump error 53 alarm was found in history file (file number=16 (line number=450) due to motor voltage regulator, other motor hw during nominal operations pump reset and went into error state (open book). Based on analysis - motor application did not response to the main application request within 3 minutes. Log analysis showed that motor processor has been stuck in fault due to fact that motor voltage regulator has been broken (hw issue). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Force sensor zero offset (within) specification (24.9mv. The following were noted during visual inspection: scratched case and cracked keypad overlay. In summary customer alleged critical pump error (open book image) alarm not confirmed. Pump error 53 alarms confirmed in history file due to motor voltage regulator, other motor hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.